Manufacturer narrative:
The pump was returned to animas for eval. The 'up', 'down', and 'ok' buttons were found to be intermittently responding. The keypad was removed and the 'up', 'down', and 'ok' button contacts were found to be inverted. Adhesive was observed under the button contacts.

Event description:
The pt reported that all the buttons are sticking. The pt does not expose the pump to water or use cleaning products on the pump.